Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 long nail surgery, the surgeon used the distal targeting device and the distal screw hole of the nail was drilled. The screw was not able to be inserted although the surgeon checked the screw hole several times. He changed the screw to brand new screw of same size. The brand new screw was inserted normally.

Manufacturer narrative:
Evaluation summary; the reported issue was not confirmed. The screw was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR).the screw returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found; the returned screw is fully functional. Why the surgeon had difficulties to insert the screw could not be determined due to missing information; the root cause is unknown. It is possible that the tissue protection sleeve was not in line to the drilled bone hole due to bending forces. A manufacturing related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During g3 long nail surgery, the surgeon used the distal targeting device and the distal screw hole of the nail was drilled. The screw was not able to be inserted although the surgeon checked the screw hole several times. He changed the screw to brand new screw of same size. The brand new screw was inserted normally.